Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose level of 52 mg/dl. Customer consumed glucose tablets and drank a protein shake to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, the customer corrected the time and resumed insulin therapy.